Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an 'iab pump disconnect' alarm generated. The nurse inspected the catheter insertion site, the helium line, and connections to the safety disk, but could not find any reason for the alarm. A new console was used. There was no reported malfunction with the iab. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an 'iab pump disconnect' alarm generated. The nurse inspected the catheter insertion site, the helium line, and connections to the safety disk, but could not find any reason for the alarm. A new console was used. There was no reported malfunction with the iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The inner lumen/catheter tubing/optical fiber were cut into 2 pieces and returned. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extension tubing was also returned. An underwater leak test of the balloon, part of catheter tubing and extension tubing was performed and no leak was detected. An underwater leak test of the catheter, y-fitting and extracorporeal tubing could not be performed due to the condition of the returned device. One kink was found on the catheter tubing approximately 40.1 cm from the iab tip. The iab could not be placed on the cs300 pump for alarm test due to the condition of the returned device. We are unable to confirm the reported alarm, check catheter because of the returned condition of the catheter and we are unable to mimic the clinical setting. Additionally, the event description indicates that they switched to a different pump. There were no reported alarms after changing pumps, supporting that there was no catheter malfunction during the event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).